Manufacturer narrative:
The devices are not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable devices not provided by the complainant, therefore the manufacture dates are not known. Device history record (DHR) review was unable to be conducted for the disposable devices as the identification numbers were not provided by the complainant.reference internal complaint cc#4480170

Event description:
It was reported during a myosure procedure for uterine tissue removal on (B)(6) 2017, after five minutes the fluid deficit rose to 2400ml. The physician then changed to a larger disposable device due the patient's type of tissue and the fluid deficit rose over 2500ml. The patient did not show signs of fluid overload, lasix was administered the patient was admitted overnight for observation. The patient was fine and discharged the follow day.